Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead model #: sc-4316, lot #: 18428205, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg site felt tender to touch, painful and the ipg gets hot when charging. The pain was believed to be related to the procedure. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the system was not working.

Event description:
A report was received that the patient's ipg site felt tender to touch, painful and the ipg gets hot when charging. The pain was believed to be related to the procedure. The patient will undergo an explant procedure. No device malfunction was suspected.